Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information: the procedure was prolonged for about one hour due to the event reported. The initial anticipated surgery time is unknown.

Event description:
The procedure was prolonged for about one hour due to the event reported. The initial anticipated surgery time is unknown.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was an issue with ultramicro needle holder, 30 cm, during surgery. According to the complaint description a metal fragment was found in situ during surgery. The needle holder was used to suture the colon wall (sigma). After finishing the suture, the presence of a metal fragment on the wall of an intestinal loop was found and it was removed. The consequence was a prolonged surgery time and execution of abdominal x-ray. The surgery was completed successfully and no negative impact on the state of health was reported.

Manufacturer narrative:
The complaint product was available for investigation. Visual examination revealed that the carbide tip is missing from on jaw and a part of the tip was broken off. In addition, dents, a small missing piece of the tungsten cartridge and the solder is missing in various places of the device jaw. No abnormalities were found for the manufacturing inspection lot. A review of the complaint history revealed that one similar incident has been filed against this article number. Based on the investigation results, the root cause of the reported issue can be traced back to a usage-related failure. Specifically, it is assumed that the damages found with the device affected the solder connection between the jaw and the cartridge plate negatively. Furthermore, it is assumed that mechanical damage was caused by using e.g. Not approved suture material and/or the device was steam sterilized longer and with higher temperatures as mentioned in the corresponding IFU. The event is filed under internal karl storz complaint ID: (B)(4).